Manufacturer narrative:
Date sent to the FDA: 01/13/2021. Additional h6 component code: g07002 ¿ conforming device. Batch manufacturing records was reviewed for any process deviation, but no deviation was observed. Additional h-3 summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed.the needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. All the individual needle pull off values for retain sample were found above individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Needle was removed during the same procedure. What was the name of the procedure? C-section. What is the condition of the patient? Patient is safe. Was there any patient consequence or injury? There was no consequence or any injury in patient. Device return status/follow up? Device is available. Pcf deferred due to quarantine restrictions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-09436, 2210968-2020-09435 and 2210968-2020-09437.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Needle was removed during the same procedure. What was the name of the procedure? C-section. What is the condition of the patient? Patient is safe was there any patient consequence or injury? There was no consequence or any injury in patient. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.